Event description:
It was reported that the patient received inappropriate shocks for what appears to be atrial fibrillation (af)/ atrial tachycardia (at)/ sinus tachycardia (st). After several shocks the rhythm became ventricular tachycardia, all therapies were exhausted and non were successful and external defibrillation was needed to convert the rhythm. The device was reprogrammed and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. The wavelet lost svt match percentage resulting in detection.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.